Event description:
It was reported to boston scientific corporation in 2007, that after the deployment of a rx wallstent biliary endoprosthesis (patient age and gender unk), "the delivery catheter broke off from the catheter" as it was being withdrawn. "The detached portion of the catheter is expected to pass via peristalsis once the stent fully expands the stricture." The patient's condition was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to dtermine the relationship between this device and the cause for this event. Three possible lots for the device involved have been identified: 9372289, 9320605, and 9396889. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additonal complaints have been recorded for these lots. The march 2007 15-month rx biliary complaint trend report, inclusive of all failure modes, was reviewed; an unfavorable trend is defined as two consecutive increasing data points. The trend report reveals five complaints reported in the month of january, eight complaints reported in the month of february and thirteen complaints reported in the month of march. A corrective action request has been initiated to further investigate this issue.